Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon placed the device on the cystic duct in order to close a clip on it. The surgeon fired; however, the clip doesn't close just like it should be. He tried in the cystic artery and in different places and it happened again. The surgeon replaced the instrument, and continued the operation by a new instrument. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition and with one clip in the jaw. The clip was removed in order to measure the jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).